Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb74732 was released in two batches. Batch1: lot qty of (B)(4) units were released on june 14, 2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on june 14, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the torque limiting handle 80in-lb (p/n: (B)(6) lot number: gb74732) was received at us customer quality (cq). Visual inspection of the complaint device showed normal wear consistent with the device use which would not contribute to the complaint condition. Torque testing was done for the returned device at raynham, ma. Functional test: a functional assessment was performed on the complaint device. The torque for the complaint device tested less than the specified range. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: a dimensional inspection was not performed on the complaint device since no such damage was warranted to do so document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed expedium verse : torque limiting handle no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the torque for the device tested less than the specified range. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during an unknown procedure while the surgeon was using the final tightener to lock the correction key and noted that the torque limiting handle didn¿t feel like it was delivering the full 80 inch pounds of torque. An alternative verse torque limiting handle was used the construct final tightened. Concomitant device: unknown correction key (part#: unknown, lot#: unknown, quantity: unknown). This report is for one torque limiting handle. This is report 1 of 1 for (B)(4).